Event description:
It was reported that a minicap extended life pd transfer set "had fluid flow with the twist clamp closed". This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, h10: h10: the device was received for evaluation. Visual inspection was performed and a broken occlude leg was observed. Functional testing was performed and a leak was observed. The reported condition was verified. The leak through the set was caused by the broken occlude leg. The cause of the damage could not be determined, however the damage cracked / broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.